Manufacturer narrative:
The field service engineer (fse) found that the washing station tubes were damaged. He replaced it and confirmed the proper function of the analyzer. The investigation determined the issue was traced to component failure and the service actions resolved the issue. Medwatch fields d1, d2, d4, g1, and g4 were updated.

Manufacturer narrative:
The serial number of the analyzer was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable glucose hk gen.3 results with two patient samples tested on a cobas 8000 c702 module. Sample 1: the initial result was 601 mg/dl. The repeat results were 107.68 mg/dl and 108.2 mg/dl, respectively. Sample 2: the initial result was 497 mg/dl. The repeat results were 105 mg/dl both times on the same instrument and on another cobas instrument.